Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty main board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that all the lights and settings other than the power button disappeared. The device was inspected prior to use and the therapeutic procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of lights and settings disappear was confirmed. The display on the front panel disappeared due to a failure of the main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.